Event description:
The customer observed falsely decreased magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided normal range 0.66 to 1.07 mmol/l, critical if results under 0.40 mmol/l) (B)(6) initial result was 0.41 mmol/l, repeat results were 1.18 mmol/l and 0.39 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A1 patient identifier complete information: (B)(6). E1 phone number complete information: (B)(6). The field service representative (fsr) inspected the architect c4000 processing module, performed troubleshooting procedures including replacement of the dry tip and cleaning of the wash cups. The fsr determined the arc c8k cuv pr 1 pair the likely cause of the issue and cleaned the cuvette. Cleaning of the part resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 processing module and arc c8k cuv pr 1 pair did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.